Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the n595 oximax pulse oximeter did not provide an audio tone. The speaker was previously upgraded. No pt harm was reported.

Manufacturer narrative:
The n-595 oximeter unit was requested back for eval but has not yet been received.